Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was able to troubleshoot the issue independently and resumed insulin therapy by using a new cartridge.